Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Blood on toothbrush - mouth [mouth haemorrhage]. Plastic housing cracked and a piece of metal was sticking out of the top, discovered problem with this defective product after I saw my blood on the toothbrush and in the sink - oral-b brushhead [injury associated with device]. Plastic housing cracked and a piece of metal was sticking out of the top - oral-b brushhead [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 24-oct-2017 that a while back he/she bought a 3 pack of oral-b brushheads, version unknown (extrasoft) for his/her oral-b rechargeable toothbrush, version unknown. The consumer described that when he/she used the first brush head out of the pack, starting with the first or second time he/she used it, the plastic housing cracked and a piece of metal was sticking out of the top. The consumer stated that he/she discovered the problem with this defective product after he/she saw his/her blood on the toothbrush and in the sink. The consumer had been an oral-b user for years and had never had a problem like this. The consumer noted that he/she did not use excessive force when brushing. The consumer discontinued use of the product. The overall case outcome was unknown. Treatment details: unknown. No further information was provided.